Manufacturer narrative:
Pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. The device was received with cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked. The customer¿s blood glucose level was 5.3 mmol/l. The insulin pump will be returned for analysis.